Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. All four of the reported devices were received for evaluation; the events were confirmed during testing on three of the devices. Evaluation found internal corrosion in all of the devices and two of them also had a substance present on the battery plate. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events, in which the device was reportedly leaking. There was no patient involvement; no patient impact.